Manufacturer narrative:
The technician found the side rail upper support arms were bent. The side rail upper support arms, d-pin and dowel pin were replaced by the technician to resolve this issue.

Event description:
The technician alleged the side rail was stuck in the mid position and would not raise to latch. No pt impact.